Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had recurrent aspiration pneumonia and tested positive for methicillin-resistant staphylococcus aureus (mrsa) and a rash was also observed near the pocket. There were no additional adverse patient effects reported. This rv lead was explanted.